Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an inappropriate shock due to a defect in the lead. No changes or intervention was reported. The patient condition was unknown.